Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing.

Event description:
The facility reported an infusion pump with failure code 570. It is not known if the failure occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information regarding additional contacts, patient demographics, medication involved and pump programming was requested but none was provided.